Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced unusually heavy menstrual periods, position of the essure device was uncertain (anticipated in the reference safety information for essure) and hemorrhagic cyst on her right ovary (unanticipated).coils were removed approximately 4 years and 5 months after insertion procedure. Changes in bleeding pattern, including heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, unusually heavy menstrual periods was assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown (it was not even confirmed) and, given its nature, the device dislocation was considered related to essure. There are various types of ovarian cysts and functional cysts are the most common type. A ruptured ovarian cyst is a common phenomenon and, in less usual circumstances, the rupture can be associated with significant pain or intra-peritoneal hemorrhage may occur. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an ovarian cyst, the causality for the event hemorrhagic cyst on her right ovary was assessed as unrelated. A product technical analysis resulted in an unconfirmed but plausible product quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("unusually heavy menstrual periods"), haemorrhagic ovarian cyst ("hemorrhagic cyst on her right ovary") and device dislocation ("the position of the essure device was uncertain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding (she was having to change her pad 8-10 times per day, and was passing clots)"), fatigue ("fatigue"), anaemia ("anemia"), dysmenorrhoea ("painful periods"), metrorrhagia ("mid-cycle bleeding"), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (laparoscopic vaginal hysterectomy with removal of essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the menorrhagia, haemorrhagic ovarian cyst, device dislocation, fatigue, anaemia, dysmenorrhoea, metrorrhagia, pelvic pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, haemorrhagic ovarian cyst, device dislocation, vaginal haemorrhage, fatigue, anaemia, dysmenorrhoea, metrorrhagia, pelvic pain and abdominal pain lower to be related to essure. The reporter commented: plaintiff underwent a laparoscopic vaginal hysterectomy with removal of the essure coils to treat her menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: ultrasound scan vagina result was hemorrhagic cyst right ovary. Transvaginal ultrasound (continuation): revealed that the position of the essure device was uncertain. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced unusually heavy menstrual periods, position of the essure device was uncertain (anticipated in the reference safety information for essure) and hemorrhagic cyst on her right ovary (unanticipated).coils were removed approximately 4 years and 5 months after insertion procedure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the event unusually heavy menstrual periods was assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown (it was not even confirmed) and, given its nature, the device dislocation was considered related to essure. There are various types of ovarian cysts, such as dermoid cysts and endometrioma cysts; however, functional cysts are the most common type. A ruptured ovarian cyst is a common phenomenon and, in less usual circumstances, the rupture can be associated with significant pain or intra-peritoneal hemorrhage may occur. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an ovarian cyst, the causality for the event hemorrhagic cyst on her right ovary was assessed as unrelated. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('unusually heavy menstrual periods/abnormal bleeding'), haemorrhagic ovarian cyst ('hemorrhagic cyst on her right ovary') and device dislocation ('the position of the essure device was uncertain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous, vaginal delivery, sinus operation, human papilloma virus infection, menometrorrhagia, menstruation abnormal, acute blood loss anemia and hemoglobin low. Transvaginal ultrasound (continuation): revealed that the position of the essure device was uncertain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding (she was having to change her pad 8-10 times per day, and was passing clots)"), fatigue ("fatigue"), anaemia ("anemia"), dysmenorrhoea ("painful periods"), intermenstrual bleeding ("mid-cycle bleeding"), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (laparoscopic vaginal hysterectomy with removal of essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding, haemorrhagic ovarian cyst, device dislocation, vaginal haemorrhage, fatigue, anaemia, dysmenorrhoea, intermenstrual bleeding, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, fatigue, haemorrhagic ovarian cyst, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a laparoscopic vaginal hysterectomy with removal of the essure coils to treat her menorrhagia. Left: 3 coils, right: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: results: hemorrhagic cyst right ovary. Diagnostic results: quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient dob, medical history, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('unusually heavy menstrual periods/abnormal bleeding'), haemorrhagic ovarian cyst ('hemorrhagic cyst on her right ovary') and device dislocation ('the position of the essure device was uncertain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous, vaginal delivery, sinus operation, human papilloma virus infection, menometrorrhagia, menstruation abnormal, acute blood loss anemia and hemoglobin low. Transvaginal ultrasound (continuation): revealed that the position of the essure device was uncertain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding (she was having to change her pad 8-10 times per day, and was passing clots)"), fatigue ("fatigue"), anaemia ("anemia"), dysmenorrhoea ("painful periods"), intermenstrual bleeding ("mid-cycle bleeding"), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (laparoscopic vaginal hysterectomy with removal of essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding, haemorrhagic ovarian cyst, device dislocation, vaginal haemorrhage, fatigue, anaemia, dysmenorrhoea, intermenstrual bleeding, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, fatigue, haemorrhagic ovarian cyst, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a laparoscopic vaginal hysterectomy with removal of the essure coils to treat her menorrhagia. Left: 3 coils, right: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: results: hemorrhagic cyst right ovary. Diagnostic results: quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.